Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer stated that the cartridge might have been an old cartridge but was not able to confirm. There was no adverse impact to the customer's blood glucose level. The customer resolve the issue by adding more insulin to the same cartridge, which allowed them to load and resume deliveries without needing further action.